Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with (B)(4) units of insulin. The customer's blood glucose level was 236 mg/dl. The customer confirmed that the current cartridge would continue to be used. Several hours later, the customer reported loading a new cartridge with (B)(4) units of insulin. Reportedly, the customer observed a fill estimate of over (B)(4) units, and prior to delivering a bolus, the insulin gauge decreased to a fill estimate of over (B)(4) units in the cartridge. It was confirmed that the customer will continue using the pump for continued insulin therapy.